Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split microintroducer is confirmed and was determined to be manufacturing related. One 4.5 fr x 5 cm microintroducer as well as three photographs were returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the introducer sheath was observed to be damaged. A microscopic observation revealed plastic deformation of the sheath material around the entire circumference of the distal tip of the introducer sheath. A relatively large, even, and straight spilt was also observed in the distal tip of the introducer sheath. No deformation was observed on one side of this split. The returned photographs appear to show another sample with similar damage. The split observed in the distal tip of the introducer sheath within the returned photographs was also observed to be straight, even, and relatively large with little to no damage adjacent to the split. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that it was difficult to insert the proximal end of the introducer sheath in seldinger into the vessel. Cracks were found with the grey sleeve, affecting its use. Vigorous forces were not applied in the process of insertion. Instead, gentle forces were applied and ceased immediately once resistance was met. The device was removed. No other information was provided. On 05/12/2023, two introducers were provided for evaluation. Both exhibited deformation and a split at the distal tip. This report addresses the first device.

Event description:
It was reported that it was difficult to insert the proximal end of the introducer sheath in seldinger into the vessel. Cracks were found with the grey sleeve, affecting its use. Vigorous forces were not applied in the process of insertion. Instead, gentle forces were applied and ceased immediately once resistance was met. The device was removed. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of refy3459 showed no other similar product complaint(s) from this batch number.